Manufacturer narrative:
.

Event description:
It was initially reported that the patient passes away. The patient was on dialysis and was in the ICU at the time and went into cardiac arrest. The patient has since been buried so no post mortem will be performed. Attempts for additional information have been unsuccessful to date.